Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 4 devices had worn components, 5 devices had broken/damaged components, and 1 device had bent components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction event(s), where it was reported the steer or brakes would not engage, or they were difficult to engage. There was no patient involvement.